Event description:
Medtronic received information that the headlink on this tissue stabilizer broke, when the surgeon was positioning the suction pods on the surface of the heart, to provide more stability at the graft site. The device was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Conclusion code: exact cause of the event cannot be determined. Analysis: to date, this product has not been returned for analysis. Without return, a definitive determination as to root cause cannot be determined. However, medtronic has received similar complaints of broken headlink assemblies during positioning of the suction pods on the device model. In response to those complaints, design enhancements were implemented to improve the strength of the headlink assembly. Full implementation of these corrections were completed in 2007. This particular device was manufactured prior to implementation of these design enhancements. Conclusion: no definitive conclusion can be drawn at this time, as the product has not been returned. Return of the product is anticipated. Upon receipt, a thorough evaluation will be performed, and a follow up report will be submitted to the FDA. Device changed out with no reported adverse patient effects.